Manufacturer narrative:
The account found error codes that show loss of power and the patient history shows the bed was zeroed with patient in bed. The account reset the bed to resolve the issue.

Event description:
The account alleged the bed exit would not arm. No patient impact.